Event description:
This report now summarizes 0 malfunction event(s), instead of 1.

Manufacturer narrative:
The device that was pending was evaluated and it was determined the device experienced being difficult to maneuver, which is not reportable. The number of events summarized has been changed to 0, but the field is marked as 1 due to system requirements.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device is pending evaluation. Evaluation results findings (components/results). 1 device: insufficient information / results pending completion of investigation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1-december 31, 2025. This report summarizes 1 malfunction event(s), where it was reported the device experienced accessible sharp metal edges. No adverse consequence or clinically relevant delay in treatment was reported.